Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini pockets were popping out all the way through the end to get the vials, and the pockets sometimes came out halfway. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) contacted the customer multiple times throughout the day and later confirmed at the device that inventory and returns were completed, the station rebooted successfully, and all functions operated as expected. Medication settings were verified as single dose, with no issues observed during use. The customer agreed to monitor the station and approved closing the case. The system functioned as intended after the customer resolved the issue with field service engineer assistance.